Event description:
It was reported that the dilator was being inserted over the guidewire. While advancing the dilator, the tip became deformed. As a result, another dilator was used. There were no reported delays in treatment, no reported injuries or complications for the pt. See MDR #1036844-2011-00393 for the second complaint.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.